Manufacturer narrative:
This event occurred in (B)(6). Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated that she received erroneous high results when testing with coaguchek xs meter serial number (B)(4). This patient stated that she has never had results as high as the measurements obtained from the meter. The patient stated that she had a computed tomography scan with contrast dye performed on (B)(6) 2019 and ever since then, her inr results have been really high. Around 11:00 on (B)(6) 2019, a sample from the patient was tested using the meter, resulting with a value of > 8 inr. The patient repeated testing using the meter and the result was again > 8 inr. At 16:00, the patient went to a clinic and a sample from the patient was tested using the clinic's professional coaguchek xs meter using an unknown test strip lot number, resulting with a value of 5.8 inr. This value was believed to be correct. That same evening, the patient later tested using her meter and the result was > 8 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 3 - 3.5 inr. The related retention test strips were tested in comparison to masterlot #286321-80 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The corresponding retention material complies with the specification, based on requirements of the regularly retention testing process of the qc department. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.